Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5167647/5167707.

Event description:
It was reported that the patient had inadequate pain relief and loss of stimulation despite multiple reprogramming done. The patient underwent an explant procedure. All device components were removed and discarded by the medical facility.